Manufacturer narrative:
Device evaluation by MFR: synergy ous mr 2.25 x 20 mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of partial positive pressure were noted. The balloon folds were slightly opened and crimp markings were visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10dec2020. It was reported that crossing difficulty was encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.25 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient condition was fine. However, device analysis revealed detached/separated stent.